Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor reported that the sutures broke during two keratoplasty procedures. There was no patient impact. Additional information has been requested but not received to date. This is one of two reports being filed for this event. This report is for the second patient.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. One lot was identified with the complaint. The device history record (DHR) for the lot was reviewed. No anomaly was found during the device history record review. The product was released based on manufacturer¿s acceptance criteria. One component suture lot number was identified with this complaint based on the sterile lot. The incoming suture material lot was reviewed and deemed acceptable with no abnormalities. Because no sample was returned for evaluation and the device history review (DHR) of the lot number provided indicated product was released according to manufacturer¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined.